Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via email that he contacted the customer through phone call regarding the insulin pump's upgrade. During the call, the customer stated that the insulin pump has cracks on the display, smells like insulin when taking the reservoir out and the piston moves slow making it slow to rewind and prime. Blood glucose value is unknown. The customer declined transfer for helpline assistance. The insulin pump was not replaced or returned for analysis.